Event description:
The reporter indicated that the is1 ports have been very tight for advancing leads. Silicone was not used. The problem seemed to be the screws being too tight to advance through the connector block; not the initial lead entering the port.